Manufacturer narrative:
The most likely underlying cause as documented in oracle is defined as: controls/no alarm. Other failures found were: controls/other/defective/defective power switch.

Event description:
Dealer is stating that the unit has no alarm.